Event description:
It was reported that the patient passed away on (B)(6) 2022. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between (B)(6) and the reported patient outcome could not be conclusively determined through this investigation. (B)(6) was returned assembled with the pump cable cut approximately 6¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent (e.g. Formalin) post-explant. Dark, red fixed blood was observed within the inflow cannula, outflow graft, outflow graft attachment, pump cover, rotor, and rotor well. Loosely coagulated post-explant blood was also noted within the pump cover and rotor. The coagulated blood was soft, unstructured, and exhibited no areas of denaturation. These depositions did not appear to have been present during support. There was no evidence of any adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files appeared to capture the device functioning as intended. No further information was provided. The manufacturer is closing the file on this event.